Event description:
During an operation, the breathing was switched from manual ventilation to volume control. The pressure showed an auto-peep of +10 mbar. Then further ventilation was not possible. Only with hand ventilation could the pt be ventilated again normally. They couldn't see any problems with kion in hand ventilation and with the pt's lung. By switching to volume control they recognized the same failure as described above. Diag-log was read out. Reason for the failure was the servo bellow art. Nbr. 6490788. The material was weak and was not flat on the bottom plate. Working pressure and rebreathing gas were mixed. The failure could be reproduced twice. There was pt risk.